Event description:
A customer reported that their pump screen was slow to respond or non-responsive. There was no report of any adverse impact on the customer's blood glucose level. The customer declined troubleshooting, and no further action was taken by technical support at this time.